Event description:
Information was received indicating that a smiths medical cassette had noticeable medical fluid leakage from the medication bag. This occurred during a pre-use check indicating no patient was involved at the time of the event. No adverse events were reported.

Manufacturer narrative:
One reservoir cassette was returned for evaluation. Device underwent functional testing by using a syringe to infuse water into the ay bag. A leak was detected in the ay bag, specifically located in top corner near pump tube connection. The problem source has been determined to be manufacturing; most probable is that during leak test operation cassette's that failed (leak test), were not properly segregated.